Manufacturer narrative:
The customer reported that there was an audio problem. Attempts were made to determine the details of the problem with no response.

Event description:
The customer reported a loss of audio on their philips information center ix (pic). The device was not in use on a patient.